Event description:
As patient was having PICC line inserted in angio holding area, upon attempted removal of wire, wire became stuck and shredded off in patient arm. A piece of the shredded wire became dislodged in patient's right arm. Unable to remove.